Event description:
At follow up, low pacing impedance was noted. The lead remains implanted and is scheduled for replacement in the future.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.